Event description:
It was reported when inserting vlift cage from the posterior into the site of the corpectomy (l4) and surgeon began to use small mallet on top of inserter to help with insertion. Upon doing so, the auxiliary inside shaft broke (stem sheared off of flat head).

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a material analysis performed concluded that the device fractured as a result of reversed bending fatigue and rotating bending fatigue. This indicates that the device was experiencing a cantilever load at the time of fracture. The surgical technique of vlift emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. It was reported that the expander was assembled perpendicular to the implant. Mar (material analysis report) concluded that the handle broken as a result of fatigue, in a combination of reversed bending and rotating bending modes. Conclusion: based on materials analysis of this device the plausible root cause of the reported event is fatigue resulting from a user applied cantilever load over many uses. The user should assemble the expander perpendicular to the implant to prevent cantilever overload on the instrument.

Event description:
It was reported when inserting vlift cage from the posterior into the site of the corpectomy (l4) and surgeon began to use small mallet on top of inserter to help with insertion. Upon doing so, the auxiliary inside shaft broke (stem sheared off of flat head)